Event description:
It was reported that this implantable pacemaker exhibited atrial undersensing with atrial fibrillation. Boston scientific technical services (ts) suggested right atrial (ra) lead programing to fixed sensitivity. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited atrial undersensing with atrial fibrillation leading to inappropriate atrial pacing. Boston scientific technical services (ts) suggested right atrial (ra) lead programing to fixed sensitivity. This device remains in service. No adverse patient effects were reported. Additional information was later received noting this pacemaker also exhibited farfield oversensing. In addition, undersensing led to inappropriate brady pacing. Ts was consulted and recommended reprograming options. No adverse patient effects were reported. This pacemaker remains in service.